Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/06/2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) value was at 65 mg/dl with confusion and cognitive impairment. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer support agent reviewed the event with the reporter. Reportedly, the patient over slept when an auto off occurred and the pump was suspended. This complaint is being reported because the patient experienced severe hypoglycemia related to a use error in that the patient did not react to a pump suspension in a timely manner.